Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing. Upon evaluation of the electrode belt, the knit line on the trunk cable connector was damaged. Electrode belt latch does not engage and stay secure with the monitor the root cause for the damaged trunk cable was excessive force. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.